Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found two tears on the trailing haptic plate. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7459123) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that the lens was explanted. The reason for explant was not provided. A vitrectomy was performed. Additional information has been requested, but no additional information has been received.